Event description:
A malfunction alarm, identified as malf 12, was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to handle the malfunction, ensuring that the error did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurred, which the customer acknowledged and understood.